Event description:
It was reported that the controller exhibited intermittent electrical fault alarms attributed to ventricular assist device (vad) "re activation" alarms. It was reported that the electrical fault alarms would clear on their own after some time. Review of log file data revealed motor start events with parameters outside of the typical range. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2020 / serial #: (B)(6). UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 06-mar-2019 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was clarified that no alarms occurred, and that "reactivation alarms" was referring to the motor start events.

Manufacturer narrative:
A supplemental report is being submitted for a correction to section b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the pump and controller met all requirements for release. Log file analysis revealed three (3) motor start events recorded on (B)(6) 2021 at 16:21:52, (B)(6) 2022 at 10:22:33, and (B)(6) 2023 at 4:26:24 in which the motor start parameters were atypical. Review of the alarm log file did not reveal any vad disconnect or electrical fault alarms. Log file analysis revealed two (2) reactivation events on (B)(6) 2023 15:45:27 and (B)(6) 2023 18:56:53, indicating an open phase on the front stator, resulting in the pump running on the rear stator only. No alarms were logged within the analyzed period. As a result, the reactivation and atypical motor start event was confirmed, but the vad disconnect and electrical fault alarm events could not be confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on risk documentation and the available information, a possible root cause of the observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad had also exhibited multiple driveline disconnections attributed to the patient self-cleaning the connection contacts.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.